Event description:
It was reported that the pump touchscreen was intermittently became unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.